Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a button error alarm. The customer's blood glucose was 6.2 mmol/l. The customer was advised the insulin pump needed to be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No unexpected button error alarm was noted. The insulin pump had intermittent act button response due to corroded keypad traces. The insulin pump had a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads, a cracked belt clip slot and a missing drive support cap sticker.